Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product identification/expiration date - unknown; date implanted - unknown; PMA/510(k) number/ manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a femoral fixation procedure on an unknown date. Subsequently, a revision procedure has been indicated to remove the femoral fixation device due to a superficial wound infection; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent a femoral fixation procedure on an unknown date. Subsequently, patient experienced a superficial wound infection. There has been no reported revision procedure to date.

Event description:
It was reported that patient underwent a femoral fixation procedure on an unknown date. Subsequently, a revision procedure has been indicated to remove the femoral fixation device for an unknown reason; however, no revision procedure has been reported to date.